Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's legal guardian (lg) that the patient's blood glucose level rose to 21.4 mmol/l (385 mg/dl) while wearing the pod between 25 and 36 hours. When the pod was placed, the patient started feeling itchiness at the infusion site (arm). While the patient was swimming, the pod reportedly fell off the infusion site, causing the pod cannula to dislodge. When the pod was removed, there was a bright redness, big bump and bruise at the infusion site. As treatment, a new pod was applied.